Event description:
Customer was hospitalized due to high blood glucose levels. During pump reset found that alarm history had a35 alarm. Customer stated that the blood glucose levels stayed high even when the injections are used. Pump failed 7.2u test. Sent replacement pump.